Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient stated that they could not do "anything to reset it" until 6 weeks following the surgery. Patient is concerned because their feet are going to sleep when they get up trying to cook dinner and at night they have horrendous leg cramps. Patient stated they saw a doctor who looked at it and said it looked like the patient had spinal cord damage and put patient on baclofen which pretty much stops the leg cramps. The patient suspects the symptoms are related to the interstim. Prior to calling, the patient had decreased amplitude to 0.1. Recommended patient turn therapy off until they are able to follow up with managing physician. Reviewed external device use and patient confirmed they turned therapy off. Patient commented that now they will at least be able to know if cramps are not being caused by the interstim. Recommended patient follow up with managing physician for further support. No further complications were reported at this time.